Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not load properly. A replacement seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case where the seal did not load properly. (B) (4).